Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower door failed, machine still displays failed hardware and medications can't be issued. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door had failed. A field service engineer found that the harness connections were oxidized and loose. The field service engineer cleaned and treated the contacts and tightened the spade connectors to resolve the issue. The system functioned as intended after the field service engineer repaired the device